Manufacturer narrative:
H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, one video was provided to our quality team for investigation. Based on the investigation with the returned video analysis the symptom reported is confirmed. A device history record review was completed for provided batch numbers 2003405 and 2195306. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, two needle lots from batch 2195306 were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. H3 other text : see h10

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: the needles have a defect. When trying to push fluids through them we are unable to do so. They look normal and some of them even will allow air to go through but when trying to inject medication through the needle you are unable to push the fluid through.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2195356. Medical device expiration date: 30jun2027. Device manufacture date: 14jul2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: the needles have a defect. When trying to push fluids through them we are unable to do so. They look normal and some of them even will allow air to go through but when trying to inject medication through the needle you are unable to push the fluid through.